Manufacturer narrative:
Journal name: journal of cardiology authors: cristina giglioli (md)a,*, emanuele cecchi (md, phd)a, leonard vladi (md)a, miroslava stolcova (md)a, serafina valente (md)a, francesco meucci (md)a, giorgio jacopo baldereschi (md)a, marco chiostri (md)a, salvatore mario romano (phd)a, gian franco gensini (md)a, alessandro barchielli (md)b, daniela balzi (bsc)b title of article: comparison between drug-eluting and bare metal stent on st-elevation myocardial infarction outcome: should second-generation drug-eluting stent be preferred? Literature reference: http://dx.doi.org/10.1016/j.jjcc.2013 year: 2014 issue #: 63.

Event description:
The aim of the study was to evaluate, in stemi patients submitted to primary pci, the impact of the type of stent implanted, either bms or first- or second-generation des, on repeat revascularization rate and long-term mortality. The primary endpoints were: all-cause mortality, the occurrence of tlr, and the combined endpoint of all-cause mortality ortlr during follow-up. 2058 patients with nstemi were submitted to primary pci but analysis was limited to 1150 patients. Patients were divided into two groups according to the type of stents implanted in the infarct-related area; group 1: bare metal stent (bms) - medtronic driver and micro driver and non medtronic bms, and group 2: drug-eluting stents (des) - medtronic endeavor and endeavor resolute and non-medtronic des were implanted in the rca, lcx, lad and lm , 634 patients received the bms stents and 516 patients received the des stents. The des patients¿ group was divided into two further groups:(a) 337 patients implanted with a first-generation des (pes, ses)and (b) 179 patients implanted with a second-generation des(ees, zes). Pcis were performed according to international guidelines on myocardial revascularization. Post-pci, all patients were on dapt for at least 12 months. After a mean 43-month follow-up period, 223 deaths occurred, some 49 myocardial infarctions were observed, and 89 target lesion reva scularisations were performed on the target lesion or 5 mm distally or proximally to the target lesion. When the combined endpoint of all-cause mortality or tlr was considered, data suggest that the advantages are more evident in patients treated with second-generation des in comparison to bms and first-generation des.